Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing thresholds and loss of capture (loc) at any pacing vector due to probable increased scar tissue. The physician had tried multiple repositioning of this lead and all pacing vectors were tried but of no avail. Additionally, recent information indicated that this lead had dislodged. The physician implanted a competitor quad pole lv lead. A position was found having an adequate threshold. This lv lead was explanted and no longer in service. No adverse patient effects were reported.